Event description:
It was reported that the patient, using a teflon 6 mm 23 inch infusion set, inadvertently pulled the infusion set site off the inserter when removing the needle guard during a supply change, and received guidance to replace the site; blood glucose was not impacted and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no medical intervention beyond routine troubleshooting. Investigation included complaint intake review and user troubleshooting and education over the phone. Investigation of this case revealed an infusion set handling error leading to an incorrectly deployed infusion set, with no device alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.